Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure it was observed that the oscillating saw attachment broke in half and became stuck in the small battery drive device. The reporter stated that "the device worked for a minute then broke." It was reported that there was a fifteen minute delay due to the event and identical spare devices were available for use. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the coupling pin was broken and a piece was stuck in the small battery drive device. It was further noted that the device was coming apart due to the broken component. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.